Event description:
It was reported by the patient that their device was "defective" and that the battery is low and it will have to be replaced. The patient also stated that they were told that medtronic was having problems with the batteries. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported from follow-up information obtained from the clinic that the device reached elective replacement indicator (eri) and therefore was replaced. There were no allegations against the performance of the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6936, pacing lead 1997-(B)(6), (B)(4).